Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. The device likely failed to advance due to interaction with a moderately calcified, heavily tortuous, and 85% stenosed lesion, where resistance was noted contributing to the reported failure to advance. Analysis of the returned device confirmed the reported material separation at the shaft. This type of damage can result from device manipulation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, heavily tortuous, posterior descending coronary artery that is 85% stenosed. During the advancement of a 3.0x33mm xience prime drug-eluting stent (des) system, resistance was noted due to anatomy. The shaft of the xience prime then separated into two pieces. The separated shaft was simply withdrawn with the guiding catheter as one unit. A new 3.0x33mm xience prime des was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.